Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported to the emergency room (ER) by ambulance with hypoglycemia. The patient's blood glucose (bg) read "low" (<3.9 mmol/l,<68.4 mg/dl) while wearing the pod between 36 and 48 hours on the leg. Symptoms reported include loss of consciousness. Specific treatment information was not provided by the patient. The patient was released home the same night.